Event description:
A pt underwent a laparoscopic sigmoid resection for rectosigmoid carcinoma in 2009. An end to end anastomosis was performed with the car at 12 cm from the anal verge. On day 6 post operation, the pt developed temperature up to 38.7 degree c. On the next day, he suffered from acute abdomen pain and rise of inflammatory laboratory findings. Us and CT demonstrated a large amount of intra-abdominal fluid and free air respectively. Re-laparoscopy and laparotomy revealed a complete anastomotic dehiscence with fecal peritonitis. A hartmann's procedure was done. The pt died sixteen days after procedure, although the laboratory findings got better every day.

Manufacturer narrative:
No corrective or remedial actions were taken due to the following: the ring was discarded and not returned to the MFR for eval, however, the production history files indicated that the device was released pursuant to the product specifications. The event occurred after an uneventful post-operative course on the 6th day post operation, abruptly one hour after the second bowel movement, it therefore seems that the cause for the event was an impairment of the anastomotic healing and/or the surgical technique rather than mechanical failure of the device. Pt medical condition prior to the surgery could also have a major contribution to the unfortunate outcome. Anastomatic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.